Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown medication via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient had a magnetic resonance imaging procedure (MRI) in the past and experienced a heating sensation during the MRI. The patient felt a ¿tingling and burning sensation,¿ in the area of the pump during the MRI procedure. The sensation was only at the pump site and was only experienced during the procedure. It was unknown when this occurred, however, the healthcare provider said their records showed the patient had an MRI in 2012 so they assumed this occurred in 2012. No further complications were reported or anticipated.